Event description:
A customer reported their belief that a system probe, coupled with a revision of system software, may have led to a compatibility issue which resulted in misdiagnosis of valve conditions.